Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.no rewind anomaly noted. The insulin pump was monitored and no blank display anomalies, failed battery test or battery out limit alarms noted. The insulin pump was received with cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received battery out limit alarm and failed battery test. The customer's blood glucose level at the time of incident was 115mg/dl. The customer states they had issues with blank display. Troubleshoot was conducted, the display returned, but the device alarmed for failed battery test. The customer was advised the pump would be replaced and returned for analysis.